Event description:
The following information was provided: as per pss implant request: aseptic loosening, distal femoral replacement. The patient is a 77-year-old woman with a past medical history of obesity (bmi 38) and right total hip arthroplasty, who was referred to my practice with a multiply revised right total knee arthroplasty. She initially underwent a right total knee arthroplasty for osteoarthritis in (B)(6) 2021 at (B)(6). I understand that her surgery was complicated by patellar maltracking and she underwent revision right total knee arthroplasty in (B)(6) 2021, again at (B)(6). The patient then sustained a periprosthetic right distal femur fracture and on (B)(6) 2022 the patient underwent open reduction and internal fixation of her right distal femur. With persistent complications who was referred to (B)(6) and underwent revision right total knee arthroplasty on (B)(6) 2023 by my former partner. When her treatment was complicated by aseptic loosening, she was recently referred to my practice and on (B)(6) 2024 I performed again, I revision right total knee arthroplasty 2 cemented distal femoral replacement. Recently, I saw the patient in the orthopedic clinic. She was complaining of increasing pain of her right thigh and knee. Radiographs demonstrated loosening of the right distal femoral component and a well-fixed long stemmed gmrs proximal tibial replacement. There are no clinical signs of infection, and a recent c-reactive protein is less than 3 and recent sedimentation rate is 13, largely excluding the diagnosis of prosthetic joint infection. So, the patient has a loose cemented right distal femoral replacement below a well-fixed and well-functioning right total hip and associated with a well-fixed long-stem cemented gmrs proximal tibial component.